Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation confirmed the reported complaint. The main circuit board required replacement to address the issue. Device was returned to the customer unrepaired due to customer declined repairs. The reportable event occurred outside the us. During a routine check of complaint records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device displayed an error message (sf179) related to the super capacitor. There was no harm or serious injury reported as a result of the incident.